Manufacturer narrative:
(B)(4). The el5ml package was visually inspected and it was confirmed that the blister flange on one end was bent and cracked. The crack was on the flange where the tyvek is adhered to the blister. Dye test was done per tm5016 and the dye test showed that the blister crack did not cause a break in the sterility of the package. Sufficient seal remained to ensure sterility. Minimum seal requirement is greater than or equal to ¼ inch. Actual seal margin is ½ inch. Defect is confirmed that blister was cracked, but sterile integrity was not compromised. Manufacturing controls include: packages are 100% inspected and immediately placed inside sales unit cartons; cartons are placed horizontally on the table and packages are slid into the carton and never dropped in vertically; random sample quality inspections are performed. As a result of the investigation, it is suspected that the cause of the damaged blister was an impact to the edge of the blister flange and most likely occurred outside of the ees packaging facility. Lot history records for l4ey1d, product code el5ml, were reviewed and no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, before the package was opened, the circulator noticed the packaging was cracked and therefore no longer sterile. Case completed with another device of the same product code. There were no patient consequences reported.